Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. UDI: (B)(4). Visual inspection of the returned packaging showed evidence of the tyvek and top foam had been stuck together at some point, however, review of manufacturing records show that the component was manufactured and packaged correctly and was likely conforming when it left biomet control. A root cause cannot be determined. Investigation into this issue has been completed and no further actions have been deemed necessary.

Event description:
During a left total hip arthroplasty it was noticed that the packaged implant was stuck to the box causing the implant to be dropped. Another implant was available to complete the procedure without delay.